Event description:
It was reported that the alaris IV pump suddenly stopped on (B)(6) 2025, alarming for an error code: "system error replace programming module with an operational unit as soon as possible. Settings un restorable. Record before pressing system on (red arrow) to power down. Code: 13-1033-149 ". There was no patient harm. The customer later added that of the four connected channels, only two of them were running an infusion at the time of event. One of the infusions was vasopressin in saline (vasostrict) 0.2 unit/ml infusion @ 0.01 units/min = 3 ml/hr, while the other infusion was midazolam in saline (versed) 1 mg/ml infusion @ 8 mg/hr = 8 ml/hr.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. Remedial action #: cont: z-2671-2017, z-1359-2020. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported system error was identified through the log analysis of the recorded ¿channels disconnected¿ alarm indicating an unstable connection between the pcu and the channel ¿c¿ and channel ¿d¿ producing the system error alarm while the pump modules were infusing. The incident was not replicated during the testing process. ¿ initial functional testing performed did not replicate the facility's report of error code 13-1033-149. Channel disconnect replication testing on the alaris infusion system had no reoccurrences of power interruption at the pump modules or a reoccurrence of the ¿channel disconnected¿ alarm on the pcu. ¿ the review of the suspect pcu event log did not find the error code 13-1033-149 recorded; however, at 12:26 pm the event log of the suspect showed ¿channels_disconnected¿ indicating an unstable connection. At 1:02 the error log report of the suspect pcu detailed a malfunction occurring with the code 800.8000, indicating a ¿gental_os_failure¿. The suspect does not report any activity after that time. O the potential risk is interruption of communication or power that could result in an infusion that stops with a pc unit alarm and may result in interruption of therapy or monitoring ¿ the review of the concomitant pump module s/n (B)(6) found it was powered on at 01:1 pm on the reported date of the event and receives central_unit_info, but it takes until 1:02 pm to get a unit label. When the concomitant pump module responds one minute later a system error had occurred. ¿ inspection of the suspect pcu device found the female (left) inter-unit-interface (iui) in overall good conditions and the male (right) inter-unit-interface (iui) had minimal impact damage on isolation ribs, these issues observed were not identified to have contributed to the system error event. ¿ a software engineers review of the log data for the suspect and concomitant pump modules, found an anomalous behavior was caused by iui connector issues that indicate an unstable connection between the suspect pcu and the concomitant pump module s/n (B)(6). ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported error code 13-1033-149 was not found and could not be replicated through testing. However, the probable cause of the system error is attributed to inter unit interface (iui) connector issues that caused the channel disconnect alarm with the channel ¿c¿ and channel ¿d¿ pump modules. The probable cause of the iui issue was not identified during the investigation. Note that this report lists imdrf annex a0401, a1801, a1104, g02017, g02008, c07, c0601, c10, d15, d01, d18 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the alaris IV pump suddenly stopped on (B)(6) 2025, alarming for an error code: "system error replace programming module with an operational unit as soon as possible. Settings un restorable. Record before pressing system on (red arrow) to power down. Code: 13-1033-149 ". There was no patient harm. The customer later added that of the four connected channels, only two of them were running an infusion at the time of event. One of the infusions was vasopressin in saline (vasostrict) 0.2 unit/ml infusion @ 0.01 units/min = 3 ml/hr, while the other infusion was midazolam in saline (versed) 1 mg/ml infusion @ 8 mg/hr = 8 ml/hr.